Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried body fluid around the helix and stretched coils were noted approximately 350 to 450 millimeters (mm) from the terminal end. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this right atrial (ra) lead was attempted due to unknown product performance reason. This ra lead was replaced and not implanted. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was attempted due to unknown product performance reason. This ra lead was replaced and not implanted. No adverse patient effects were reported.